Manufacturer narrative:
The pump was returned to mmdg for evaluation. A DHR review was completed and found no non conformances. During the investigation mmdg found that the pump had a failed pcb, due to fluid ingress, which caused the alarm failures. The pump was repaired and returned to the customer.

Event description:
The initial reporter stated that the pump was not alarming load set and no flow in when it should have. The initial reporter also stated that this occurred during testing and did not affect a patient. (B)(4).